Event description:
The fse reported a precharge voltage error message. This error will prevent the system from booting, resulting in a loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onstie investigation. The battery pack and mains plug were evaluated and replaced. The lemo interconnect socket and drive handle were tightened. The system was tested and found to be working as intended and returned to service.